Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome was not reported. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis as intervention for the peritonitis event. At the time of this report, it was unknown if the patient had recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.